Manufacturer narrative:
No malfunction suspected; the end user reported while operating the power wheelchair on a dark stairway landing the end user unintentionally backed the power wheelchair off the stairway and fell. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum." And "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user states while operating their power wheelchair on an unlit stair landing, the end user turned the device and unintentionally backed down the stair and fell.